Event description:
Boston scientific received information that from the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) that they were concerned the battery was depleting too quickly. It was reported the device was programmed with high left ventricular outputs. The patient reported they discussed the battery depletion with their physician and the physician was unable to explain the rate of depletion. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. Should additional information become available this report will be updated.